Manufacturer narrative:
Mml # (B)(4)

Event description:
It was reported that the patient was unable to run therapy sessions. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and found the right lead had an out-of-range/high-impedance failure. The device was reprogrammed, and the patient could run bilateral therapy. However, the medical doctor decided to revise both leads. The patient underwent a surgical procedure to replace both leads, which were removed and intact. Two new leads were implanted without complications. The left lead was functional but was replaced as a precautionary.

Event description:
It was reported that the patient was unable to run therapy sessions. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and found the right lead had an out-of-range/high-impedance failure. The device was reprogrammed, and the patient could run bilateral therapy. However, the medical doctor decided to revise both leads. The patient underwent a surgical procedure to replace both leads, which were removed and intact. Two new leads were implanted without complications. The left lead was functional but was replaced as a precautionary.

Manufacturer narrative:
Mml # c-01479. Other device explanted. Model: 8145, description: implantable stimulation lead, serial number: (B)(6), UDI#: (B)(4). Unrelated to the lack of stimulation or out-of-range impedance, it was reported that an x-ray was taken, which revealed that the leads had slightly moved. X-ray images were provided and reviewed by mml. It was not confirmed from the images that the leads had moved from the original position. No parts have been returned for analysis, and therefore, the alleged no stimulation/out-of-range impedance could not be confirmed. The device history record was reviewed. No relevant nonconformances were found. If the device is received and evaluated, a supplemental report will be submitted. H6 updated.